Event description:
It was reported that the patient went to the medical institution "due to hearing the alert sound". The device was checked and data showed the warning had been given due to the high impedance on the lead. Oversensing of the lead was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. (B)(4).